Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. Since occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu board will be replaced as recurrence preventive measures. No other malfunction was found.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error code 1104 - backup alarm failed" alarm message that occurred and it was confirmed that the device kept running. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted.

Manufacturer narrative:
E1 reporter phone number -(B)(6).

Manufacturer narrative:
The removed cpu board was returned to the product investigation lab (pil). The pil technician installed the cpu board into a pi ventilator to duplicate the reported issue. No associated occurrence or error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu board or standard test bed (stb) operation using the cpu pca. With the unit in a no power/hardware power fail state the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu board passes all engineering testing and all voltages required for the proper operation of the system are well within specification. Ls1 resistance has been measured showing a solid 405k ohms, verifying that ls1 is not shorted or open. The technician also verified that the ls1 (secondary speaker) functions as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. The technician purposely generated an alarm condition by the temporary disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. There was no problem found with the returned cpu board. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.